Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger faults) has been confirmed. As received, the charger was unable to charge a battery pack. Upon investigation, there was liquid contamination on the battery and beside boards. The cause for the failure was isolated to the contaminated battery and bedside boards. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that a patient experienced battery charger/modem faults.